Event description:
In 1996, the cryopreserved pulmonary valve and conduit in question was implanted into a patient with a history of truncus arteriosus repair. Approximately 5 years later, the patient underwent additional surgery due to homograft calcification and stenosis. At that time on the event date, the patient underwent redo sternotomy and repair of the aortic valve and glutaraldehyde bovina patch angioplasty of the right pulmonary artery and main pulmonary artery. The valve in question remains implanted.